Event description:
It was reported that the device exhibited 2 spontaneous reinitializations. The device reprogrammed it self from dddr to vvi and one month later from dddr to ddd.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
The reported anomaly observed in the field was confirmed and found to be due to a parity error. The parity error was caused by an anomalous component within the hybrid.